Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had a break in aseptic technique, described as the disconnect cap falling off the transfer set without the patient knowing, during peritoneal dialysis (pd) which caused peritonitis. The peritonitis was manifested by cloudy effluent. The patient was not hospitalized for the peritonitis event. On unreported date(s), the patient was treated with cefazolin (1gm, daily, intraperitoneally) for 2 weeks and ceftazidime (1gm, daily, intraperitoneally) for 2 weeks for the peritonitis event. It was not reported if dianeal therapy was ongoing. It was reported that the patient was retrained on aseptic technique and their transfer set was replaced. It was reported that the patient was recovered from the peritonitis event. Additional information was requested but is not available. This is report 2 of 2.